Manufacturer narrative:
The automated impella controller was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 60 year old male patient with acute myocardial infarction and cardiogenic shock was implanted with an impella device for mechanical circulatory support. The automated impella controller (aic) had two purge cassettes leak. The aic was replaced successfully. The patient remains on support.

Manufacturer narrative:
The investigation into the aic - display issue has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. The failure mode was unable to be reproduced. The root cause of the leakage was not determined due to the inability to reproduce. In accordance with updated procedures, sections d6 and d9 have been revised from the initial submission.